Event description:
A high reading issue was reported with the adc device. A customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) error message on the sensor when compared to a healthcare professional (hcp) meter result of 49 mg/dl. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer experienced a seizure and was seen at a hospital where sugar and glucagon by injection were administered for treatment. The customer was unable to self-treat and received an unspecified healthcare professional and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.